Event description:
Two interstim devices were implanted into my son who is (B)(6) on (B)(6) 2010, due to urinary retention by dr. (B)(6). He was able to urinate for approximately 3 months after implantation. In (B)(6) 2011, he began having trouble urinating again with numerous calls to our urologist. Within 2 weeks, he was unable to urinate. Our urologist became frustrated with us and said that she would no longer treat my son and we would have to see someone else. We finally were able to find a doctor in (B)(6) (4 hours away from our home) who said that the lead wires to the left device were broken and 2 of the lead wires on the right device were short circulating. One or both of those devices must be removed within the next few weeks. Additionally, the pain that my son has endured for the past 7 months has been such that he does not sleep at night, can't sit in a student desk without tremendous pain and frequently vomits from the pain he is enduring. Dates of use: (B)(6) 2010 - (B)(6) 2011. Event abated after use stopped: no.